Manufacturer narrative:
Investigation into this event determined that vitros amph reagent and the vitros 5600 were operating as intended. The investigation determined that analyzer condition codes were posted during processing of the sample in question that indicated the activity of the sample was above the reportable range of the vitros amph assay. The condition code refers the operator to the instructions for use (IFU) for any sample dilution recommendation. The vitros amph IFU states "due to the sensitivity of the vitros amph assay to drugs or metabolites other than d-methamphetamine that may be present in urine samples, specimen dilutions should only be used as an estimation for gc/ms confirmatory testing and are not intended for reporting pt values". The operator was not aware this code can be generated from a high activity sample. The root cause of this event is user error.

Event description:
The customer observed a single, false negative vitros amph result for a pt sample processed on a vitros 5600 integrated system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The false negative result was reported and questioned by the nursing staff. There were no allegations of harm as a result of this event.